Manufacturer narrative:
The system would not freeze due to a loss of communication. Trouble shooting led to reseating a cable and system able to recognize input and proceed. Engineering review of the details of the complaint and investigation determined the most likely cause to be a loose ribbon cable. The connection may have become loose or previously was not seated all the way.

Manufacturer narrative:
Trouble shooting was able to correct issue with system and case continued. A 40 minute delay in case.

Event description:
Cryo cs unit turned on and booted up without issue. Gases hooked up and turned on. Patient brought into room and placed under anesthesia. Cryo probes opened and hooked up to the cs. Pretest function used, no gas flow. Turned off gases and cs, rebooted machine, and tried pretest once again without working. Informed doctor of issue and called service hotline. Was advised of steps to follow. Once completed, rebooted cs, turned gases on and retried test cycle. This time it worked and the gases flowed. The case was continued following the 40 minute delay for trouble shooting.